Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the alarm did not go off on the patient's g5 mobile application. No additional patient or event information is available.